Manufacturer narrative:
B3: date of event has been estimated. D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a needle to cuff miss include, but are not limited to, interaction with patient anatomy or inability to maintain position/stability of the device during deployment. Factors that may contribute to difficult to close include, but not limited to, tissue or suture caught in the foot. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported as a general comment that cuff miss and feet not closing well are issues that have occurred in an unspecified vessel using a prostyle device relative to an unspecified procedure. The method of achieving hemostasis was not reported. The number of patients, procedures, and number of prostyle devices used were not provided. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. No additional information was provided.